Manufacturer narrative:
The device was not returned for evaluation. A correlation between the device and the reported patient outcome could not be conclusively determined. The instructions for use lists infection, bleeding, and stroke as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired with the cause of expiration noted as cerebral vascular accident and hemorrhagic stroke. It was also reported that the patient had a driveline infection in the sternal region. No additional information was received.

Manufacturer narrative:
(B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed.